Manufacturer narrative:
No patient involvement was reported. Date of event: date of device breakage is not known. Device is an instrument and is not implanted/explanted. DHR review was completed. Manufacturing location: (B)(6). Manufacturing date: 09. Dec. 2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a broken dill guide was received from the customer. No patient or surgical involvement was reported. No further information was provided. This report is for one (1) 4.3mm threaded lcp drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: received parts: 1 x article 323.042 / 4.3mm threaded lcp(tm) drill guide, lot number 2544301. As received condition: 323.042. The drill sleeve shows scratches on the surface. The conical thread is partially broken. The broken fragment is missing. Conclusion: our investigation has shown that the drill sleeve shows scratches on the surface. The conical thread is partially broken. The broken fragment is missing. The manufacturing review of shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the correct material was used and the material certificate showed no deviations regarding material analysis, strength and structural stability. Because of the damage and without broken part the complaint relevant dimensions cannot be checked for dimensional accuracy. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance. It is likely that the cause of the breakage is the result of a mechanical overload situation during use. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.